Event description:
The customer reported to olympus the video system center displayed scope communication error (e110) message. The reported issue occurred during preparation of use for a diagnostic procedure. The procedure was subsequently completed with the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
At this time olympus has not received this device back for testing and evaluation. Should the device be returned, an evaluation will be completed, and a follow up report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4. Additional information added to field d8,d9,h3,h4,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, a definitive root cause could not determined. However, based on the results of the device inspection it is likely that a malfunction in the optical filter was causing the reported error code failure mode. Olympus will continue to monitor field performance for this device.